Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of an ar-8610d-65 was damaged and broken. The broken fragments were also pictured. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces during insertion.

Event description:
The alleged product in the mhra report is ar-86130d-65 "arthrex headless compression screw set 6.5", however that product cannot be found in the database. It was reported that the tip of the screw driver was broken into two pieces during the process of inserting the implant (screw). An x-ray was taken immediately and the two pieces were retrieved. The surgery was finished using a different device (coremus universal screwdriver set). No health consequences or impact were reported. Update 18-sep-25 further information was provided that the correct product code is ar-8610d-65 (t25 cannulated driver). A sales rep. Attended the case and observed that the surgeon did mallet the driver whilst it was seated in the screw which fundamentally will weaken the driver and likely led to it breaking. All fragements were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a third company device. It was not necessary to do a second surgery.